Event description:
Customer reportedly obtained the following results: advantage system 1: 183mg/dl, 300mg/dl, 183mg/dl, and 160mg/dl. Advantage system 2: 456mg/dl. Advantage system 3: 375mg/dl. Advantage system 4: 176mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return

Manufacturer narrative:
This medatch is for suspect device in advantage system 3. Reference medwatches: suspect device in advantage system 1. Suspect device in advantage system 2. Suspect device in advantage system 4.